Event description:
In 2007, the distributor reported that the tip of the instrument broke during a case. It was reported that this did not generate any complications for the pt and there was no problem or surgical delay during surgery. On 11/28/07, upon completion of an evaluation of the returned complaint part, it was determined the hexalobular is broken from the driver shaft. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
The returned instrument was visually examined and it was determined that the mating hexalobular end is broken from the driver shaft, a review of the device history record found no related discrepancies. Physical evidence of the break and fracture suggest off axis forces were applied during tightening. It is believed that the driver was not used with the outer shaft secured to the screw as instructed in the surgical technique. The most likely root cause was determined to be user error.